Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device alarmed stuck button alarm. Customer's blood glucose was 149 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump failed the leak test. The pump leaked around the keypad overlay edges. The pump was received with unresponsive buttons due to corroded keypad traces. Unable to perform functional testing, including the self test, rewind, prime/seating, basic occlusion, occlusion, force sensor, displacement test or verify the stuck button alarms due to the unresponsive buttons. The pump was received with a cracked keypad overlay at the select button. The pump was received with minor scratches on the lcd window, case and keypad overlay.